Event description:
It was reported that the instrument fractured in the sterile processing department. There was no patient involvement.

Manufacturer narrative:
(B)(4). Visual inspection of the returned instrument found it to exhibit signs of repeated use nicked / gouged and has fractured on the medial side of the post feature. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.